Event description:
Pt had a jackson-pratt drain placed after an open cholecystectomy (9/17/1998) for a gangrenous cholecystitis. On 9/21/1998, the jackson-pratt broke off while the surgeon was attempting to remove it; pt returned to or to remove fractured portion of drain; uneventful recovery.